Event description:
Flare [joint inflammation] ([knee swelling], [condition aggravated]) case narrative: this case was cross referenced with (B)(4). Initial information received from united states on 29-jan-2019 regarding an unsolicited valid serious case received from a physician. This case involves a 37 years old male patient had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency experienced flare. The patient's past history, medical treatment(s), vaccination(s) and family history were not provided. There was no effusion prior to the injection. The patient had undergone left and right knee surgery. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose, once in left knee (lot - 8rsl036, april 2021) for unknown indication. Injection was performed by experienced assistant. It was reported th;at patient was compliant with post-injection instructions. On an unknown date in jan-2019 (within a day or so following the injection), patient noticed increased swelling. On an unknown date in jan-2019, patient had flare to the knee and was given methylprednisolone (medrol dosepak), compression and ice for the same. Final diagnosis wasflare. Corrective treatment: methylprednisolone for flare. Outcome: unknown for both. Seriousness criteria: intervention required for flare. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number: 8rsl036, global ptc number: (B)(4). The production and quality control documentation for lot number 8rsl036 expiration date (2021-04-30) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 8rsl036 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 05-feb-19 there were 5 complaints on file for lot # 8rsl036: (1) air bubble, (1) detached luer lok hub and (3) adverse event reports. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA was required. Final investigation complete date was 05-feb-2019. No safety issues were indicated in this review. Additional information was received on 05-feb-2019. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
Flare [joint inflammation] ([knee swelling], [condition aggravated]). Case narrative: this case was cross referenced with cases (B)(4) (same patient). Initial information received from united states on 29-jan-2019 regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) years old male patient had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency experienced flare. The patient's past history, medical treatment(s), vaccination(s) and family history were not provided. There was no effusion prior to the injection. The patient had undergone left and right knee surgery. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose, once in left knee (lot - 8rsl036, april 2021) for unknown indication. Injection was performed by experienced assistant. It was reported th;at patient was compliant with post-injection instructions. On an unknown date in (B)(6) 2019 (within a day or so following the injection), patient noticed increased swelling. On an unknown date in (B)(6) 2019, patient had flare to the knee and was given methylprednisolone (medrol dosepak), compression and ice for the same. Final diagnosis was flare. Corrective treatment: methylprednisolone for flare. Outcome: unknown for both. Seriousness criteria: intervention required for flare. A product technical complaint was initiated and results were pending for the same.